Manufacturer narrative:
Follow-up # 1 date of submission 08/17/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/26/2016 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment from threads to case seal. There was moisture damage observed in the battery compartment and under the display lens. A leak test was performed and revealed a battery compartment leak. The pump was unable to power on; further testing was unable to be performed. The pump was opened and moisture damage was observed on all internal components of the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was damaged. In addition, it was noted that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.